Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the ER due to chest pain. The device could not be interrogated with rf telemetry and only inductive wand telemetry was available. Patient was scheduled for a remote transmission on (B)(6) 2016 that was missed. The clinician asked the patient to perform manual transmissions that were never received. Review of the last transmission noted the device had triggered patient notification alert for eri on (B)(6) 2016. Review of the (B)(6) 2016 session record indicated the device had tripped to end of service on (B)(6) 2016, which caused the loss of rf telemetry and the inability for remote transmissions. The battery voltage dropped from 2.43v to 2.30v within a month. It was noted that the patient recently had a radiation therapy treatment. The device was explanted and replaced.